Event description:
A malfunction was reported with a code displayed as malf 16, which was not resettable. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer planned to use a backup insulin pump for continuous insulin delivery, and tandem technical support arranged for a pump replacement. Additionally, the customer was instructed on returning the malfunctioning pump using a pre-paid label and confirmed they understood the process.